Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report sensor issues. Customer stated that when the sensor was removed, there was not total length of the sensor electrode. It is unclear whether a part of the sensor remains in the customer's body. Customer's blood glucose level was not included in the report. Product is being returned and replaced.